Event description:
It was reported that during a laparoscopic nephrectomy procedure, part of the inner seal came off and fell into the patient. The piece was retrieved from the patient. The same device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded after the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.